Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative. The patient went to the hospital again with hypothermia. The physician lowered the baclofen dose from 112 mcgs/day to 90 mcgs/day.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, lot# h824467002, implanted: (B)(6) 2012, product type: catheter; (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving baclofen 500 mcg/ml;150 mcg/day via an implantable pump. Indication for use was intractable spasticity. The date of the event was (B)(6) 2018. It was reported the patient had a dose increase on (B)(6) 2018. The patient experienced drowsiness and lower than normal body temperature; possible overdose. The pump was decreased 25% to 112.5 mcg/day. The issue was not resolved. Patient status was alive - no injury. Patient weight and medical history were asked and will not be made available. No further complications were reported.